Manufacturer narrative:
Information contained in this report was previously submitted via psr on 28/jul/2010 and 17/jul/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, malposition, pain, and raynaud's phenomenon" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture, baker grade unknown, malposition, and raynaud's phenomenon.

Event description:
Patient reported left side pain and capsular contracture, baker grade unknown. Additionally, healthcare professional reported "moderate implant malposition. Patient additionally reported "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)." Patient also reported "basal cell carcinoma"; this is not device related. Device has been explanted.